Event description:
A report was received that the patient was having irritation and pain at the ipg site. It was also mentioned that the patient was having difficulty charging the ipg as it was moving in the pocket. The patient underwent a revision procedure wherein the physician tightened up the original pocket so that the ipg would no longer tilt. The patient was reportedly doing well postoperatively.